Event description:
Cormet revision after approximately 13 years due to reported elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -2544 final report additional information, including x-rays, operative notes, patient details and a detailed patient outcome was requested in order to progress with the investigation of this event, however, this information is not available and thus our investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Explanted devices were returned and examination of these devices did not present any obvious failure modes or abnormal device characteristics and there were no signs of gross wear on the bearing surfaces of the cormet implants. Both the cormet cup and head exhibited surface characteristics expected of an implant which had been in use for approximately 13 years. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown) and were probably combined with an off-label stem. Based on the information provided, no further investigation can be conducted and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -2544 initial report. Post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the investigation of this event is very limited. The explanted devices have been returned and will be examined at corin. Details of this examination will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years due to reported elevated cobalt and chromium ion levels.